Event description:
A customer contacted beckman coulter inc. (Bec) reporting a burning smell at the back of the synchron lx20 analyzer. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and inspected the instrument before boot up or restoring power and checked cooling fans behind instrument. Fse did not observe any apparent problem or signs of bad motors. Fse was unable to boot up the instrument and the customer informed fse that the hospital experienced major power failures. Fse attempted to troubleshoot power supplies (ps) and attempted to change ps cabling but was unsuccessful in doing so and hence ordered new power supplies. Fse went back on-site (B)(4) 2011, replaced all ps and booted up instrument. Fse then primed and reloaded reagents. The customer ran qc and calibrated all required chemistries with no issues noted. (B)(4).